Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a balloon kyphoplasty procedure in a patient diagnosed with osteoporotic vertebral body fracture. It was reported that a balloon burst while the balloon was being inflated. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: visual and optical inspection revealed the tip of the balloon has been damaged. The upper portion of the balloon has been cut/torn and separated from the lower portion of the balloon and the inner sleeve appears to have been stretched from the removal process from the cannula. The damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body and the ibt being pulled back through the canula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.